Manufacturer narrative:
Visual inspection during the investigation, a deformation and bloody residue on the valve was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to determine the opening pressure of the valve a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection after dismantling of the valve, organic deposits were found. Result in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried organic deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the investigation results, we have determined visible deposits in the progav 2.0. These deposits did not affect the technical properties at the time of the investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 valve part of a progav 2.0 shunt system (#fx551t) was implanted in 2025. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.